Event description:
During a follow-up in clinic, episodes of noise resulting in oversensing and mode switch were observed on the right atrial (ra) lead. Provocative testing was performed, however, noise was not reproduced. The patient was stable and will continue to be monitored.